Event description:
It was reported when the device was used during an unknown procedure, it fired twice successfully. When it was reloaded for a third firing, it did not deliver a row of staples. Another device was used to complete the case. There was no patient consequence.